Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported that she was hospitalized three times due to hyperglycemia. The customer's dr did not feel that the insulin pump caused or contributed to the most recent event. The customer stated that she has had to change the battery in the insulin pump every two days. The customer's blood glucose reading at the time of the report was 262 mg/dl. Nothing further was reported.